Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of cholangitis on (B)(6) 2025. During the procedure, the spyscope was passed through the working channel of the duodenoscope and advanced into the common bile duct (cbd). However, upon activating the spyscope, the nurse identified a malfunction with the device. A visual glitch appeared on the screen, significantly disrupting the image. Reportedly, the procedure was rescheduled for a follow-up appointment on a different day to complete the stone lithotripsy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. H11: during product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image issues. Additionally, a functional testing in the form of articulation did not cause image to be disrupted. A leak test did not confirm the presence of a leak. The reported complaint regarding visualization was not confirmed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of cholangitis on (B)(6) 2025. During the procedure, the spyscope was passed through the working channel of the duodenoscope and advanced into the common bile duct (cbd). However, upon activating the spyscope, the nurse identified a malfunction with the device. A visual glitch appeared on the screen, significantly disrupting the image. Reportedly, the procedure was rescheduled for a follow-up appointment on a different day to complete the stone lithotripsy. There were no patient complications reported as a result of this event.